Manufacturer narrative:
(B)(4). Maude report #- mw5061730.

Event description:
Dexcom was made aware on 05/09/2016 that an issue was reported via voluntary medwatch submitted on 04/13/2016 that on (B)(6) 2016, the patient's receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available.